Event description:
It was reported that patient had a sudden onset 1 to 2 weeks post implant. It was noted that initially it was great then sudden return of symptom. He increased stimulation, some improvement for 1-2 weeks and then return of symptom gradually came back after that. No falls or traumas were reported. The implant able neurostimulator (ins) had always been on program 1 and they have to increase from 8, 1.0, 1.3 and then 1.8 at the last appointment in february. The patient was programmed up to 2.6. It was uncomfortable so he decreased to 2.2. The patient also stated that since been increased by physician he felt a tugging sensation and it seemed to be positional. The patient changed to program 2 and adjusted stimulation to the 2.6 the physician recommended. Stimulation was verified to be on and patient felt no stimulation sensation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received indicated that patient thought it was not working and was pressing buttons that he should not have been pushing and he might even have turned it off, but he did not think that program 2 that he was on was working as good as program 1 .the reported needed help moving it back to program 1". The reporter thinks this happened when they were in a different state sometime between (B)(6) 2015, so it either happened while we were in a different state or right when they came back" ((B)(6) 2015). The reporter was assisted to change to program 1 and activated it. It was noted that patient was now on program 1 at 2.2v and he reported that he felt it but had reporter turn it down, so it was move comfortable. The patient would try this setting. Additional information received about 3 weeks later indicated that patient still had concerns regarding their device or therapy but was working with manufacturer representative or health care provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0p582, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).